Event description:
On 30th november 2023, rayner received notification from its south african distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that during injection the lens broke in the patient's eye, necessitating iol explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during injection the lens broke in the patient's eye, necessitating iol explantation. The rayone aspheric rao600c was explanted during the original surgery session. No patient injury is reported. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the foloowing as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. The device has not been returned to rayner. Our review of production records for the rayone aspheric rao600c batch 082198862 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insuffcient evidence and information available to establish the cause of the event in this case.